Event description:
The hosp reported the forcep broke at the top part of the scope and had to be cut-off in order to remove it. The hosp reported they were able to retrieve the pieces from the pt. The pt recovered without injury.